Event description:
The customer reported that the unit does not work on battery power. The customer reported that the unit was not in use on a patient. The customer contacted product support and states the power supply was recently replaced, but the unit does not work on battery power. Verified 24v present at j1 on power management (pm) pcb and 14v present at battery connector. The wire harness and pins were checked visually. The battery is reading 7v and has 2015 date. The charging led does not illuminate, and the fan is not pulsating when plugged into ac power. Product support advised the customer to replace the battery for age and to resolve the issue. If the problem persists, replace the (pm) pcb. The customer will continue troubleshooting and call back for further assistance if needed. The customer is taking responsibility to correct/repair device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.